Manufacturer narrative:
Meter (B)(4) was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, data analysis for this product and issue has been reviewed. Review showed no adverse trends have been identified.

Event description:
Customer reported that the evening prior to contacting adc, she attempted to test on her adc blood glucose meter and was unsuccessful due to an ER-3 message appearing on the meter display. Customer self-injected glucagon and denied third-party medical intervention. No further information was provided by the customer related to the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: further attempts at gathering information were unsuccessful. Additionally, during the course of troubleshooting it was identified the customer was using expired test strips (expired 05/2013). All pertinent information available to abbott diabetes care has been submitted.